Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the right ventricular lead exhibited low impedance and noise. Lead abrasion was suspected. Lead testing was discussed and no intervention was performed. The patient did not experience any symptoms.